Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a thoracic aortic aneurysm using a gore® tag ®conformable thoracic stent graft with active control system (ctag). A 373715 ctag was first advanced so the distal end was just proximal of the sma, and it was successfully deployed. The ctag was then fenestrated at the level of the celiac, and a gore® viabahn® vbx balloon expandable endoprosthesis was placed in the fenestration. A 454520 ctag was then advanced so that the proximal end was just distal to the left subclavian. When the deployment line was pulled, it was observed that the middle portion of the device did not deploy. When the delivery catheter was withdrawn, a deployment line remained outside of the sheath. A reliant balloon was advanced, and the device was able to be expanded to full diameter. However, the stent structure at that point looked strange, and the physician was unsure about the integrity of the graft, so another ctag was advanced to reline the device. The procedure completed successfully with no further issues. The catheter and deployment line are being returned. It was reported that as the proximal end of the 4520 ctag was passing the 3715 ctag, it caught briefly on the proximal end.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product evaluation w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h.6. Type of investigation from b21 to b01, b13, b14, b15, b20, b22. Updated h.6. Investigation findings from c21 to c19, c20, c070601, c24. Updated h.6. Investigation conclusions from d16 to d15. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b01: * the delivery catheter and one of two angulation fibers were returned for evaluation. ¿ the returned angulation fiber was separated from the angulation fiber connector and angulation handle, and the angulation fiber connector and angulation handle were not returned for evaluation. The root cause for the angulation fiber separating from the angulation handle could not be identified with the available information. ¿ the primary and secondary deployment handles and their respective deployment lines were not returned for evaluation. There were no abnormalities observed on the pdl and sdl lumens in the catheter transition. H.6. Type of investigation code b15. ¿ an intraprocedural video and three images were returned for evaluation. The images show the stent graft constrained in the middle of the device, the stent graft while ballooning, and the expanded stent graft after ballooning. The image of the expanded stent graft appears to show an abnormality in the stent structure which is consistent with the reported event. ¿ no root cause for the observed device kink and abnormality in stent structure could be confirmed. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.